Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision, reason for revision unknown.